Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during an attempted procedure the rv lead exhibited noise, no sensing and no capture threshold. The lead was replaced.